Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The company service representative verified system calibration, alignment, and surgical parameters. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a vertical gas rupture occurred during the flap creation. The flap was thin causing the procedure to not be completed and resulted in an incomplete flap. Additional information has been requested.